Event description:
The patient's blood was not returned during three routine hemodialysis treatments between (B)(6) 2012 and (B)(6) 2012, resulting in an estimated blood loss of 190 for each event. Hb decreased from 15.5 g/dl on (B)(6) 2012 to 7.0 g/dl on (B)(6) 2012. The patient was given three doses of epogen and received two units of blood on (B)(6) 2012. No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the blood loss events to needle infiltration and use error. There is no evidence to suggest a device malfunction occurred. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions as well as instructions for performing manual rinse back of the patient's blood when trained and instructed by the facility. Nxstage medical considers this report closed. No additional information will be provided.